Event description:
Syringe pump module programmed to infuse lipids. Rate was to be 0.7cc/hr with vtbi 7.76. Per the event log, rate was programmed as 2.7cc/hr and infusion was complete in approximately 3 hours. Nurse unaware that pump was programmed incorrectly. Nurse states pump display showed 0.7cc/hr. When pump checked by bio-med no malfunction evident. There was no harm to patient.